Event description:
Customer reported an issue with the passport 2 monitor, which may have impacted ECG monitoring. No patient injury was reported.

Manufacturer narrative:
Service representatives replaced the sideboard cable, pump and transducer, and reprogrammed the unit. Calibrated and safety tested unit to factory specifications.